Event description:
It was reported that the device was alarming downstream occlusion when no downstream occlusion was present. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis. The primary problem was unrelated to any previous repair. It was reported that the device was alarming downstream occlusion when no downstream occlusion was present. The device was in overall good condition. Functional testing did not replicate the reported problem and the cause was undetermined. The device was scrapped.